Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a confirmatory fingerstick above range reaching a peak of 299 mg/dl. The user¿s dexcom g7 supply was depleted, and the ilet was operated in bg run mode with manual entries. The user arranged to obtain replacement sensors from their healthcare professional. There was no outside intervention required.